Manufacturer narrative:
Batch review performed on 24 february 2025: lot 2346759: (B)(4) items manufactured and released on 12-april-2024. Expiration date: 2029-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 24 february 2025: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3i4 l lot. 2346759 (k121416) lot 2346976: (B)(4) items manufactured and released on 13-feb-2024. Expiration date: 2029-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. The surgeon revised also liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 7 months after the primary, the patient came in reporting pain due to a loose tibia and knee instability and the cause is unknown. The surgeon revised the tibia and insert (10 to 17mm). The surgery was completed successfully.